Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03273. It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient¿s leads were revised and moved back to t8. The patient¿s 2 original anchors were explanted and replaced with 2 new anchors. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03273. It was reported that the patient¿s leads have migrated which was confirmed via x-rays. As a result, surgical intervention may take place to address this issue.